Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery life does not last long, had a button error, failed battery test, and no delivery alarm, slower and louder rewind process, and up and down buttons were hard to press. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. No rewind/motor loud noise anomaly noted during testing. Device received with all operating currents within specification and passed rewind test, self-test, a21 error test and displacement test. No unexpected button error, low battery, weak battery, battery out limit or failed battery test alarms noted during testing. Device had cracked case at display window corners.(B)(4).